Event description:
The patient reported sparking and exposed wires on the patient electronics system. The unit was replaced and there were no adverse consequences to the patient. During investigation it was confirmed that the location of the exposed wires was the power supply cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires on the power supply. There were no damages found to the right-angle extension cable or power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record for the patient electronics unit was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking was not replicated but the exposed wires were confirmed.